Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: regulatory affairs manager. The sample was not available for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred as another device was used, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal vip did not close the vein properly. The patient should be managed by the vascular surgeon. There was no harm to the patient. The patient was hospitalized. Additional information was received on 29jul2024: intervention of a vascular surgeon to close the vessel was necessary. The patient was seriously injured/harmed. Additional information was received on 05aug2024: the anchor did not fix in the vessel, probability of calcification. The vessel was closed with a femstop, surgery was not necessary. The procedure performed was a coronarography using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion the device into the patient. Hemostasis was achieved via femstop. The patient was in stable condition. A small amount of blood was reported, exact amount unknown. A pre-deployment angiogram was performed.